Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave over-sensing. No intervention was performed. There were no patient consequences.